Event description:
On or about 7/21/94, during a demonstration of the manual operation of the door, it became clear that it would be very difficult for an ordinary person to get enough of a purchase on the door to start it in motion. Subsequently, rptr has installed a bracket into which a handle may be inserted to allow 2 people to pull the door open. This installation occurred on 9/1/94. On 8/31/94, while the door was opening under power, something happened to cause it to move laterally causing the engaging dog to come out of the drive chain and become wedged between the chain and the wall. The door was immovable, but open. MFR was called and reps arrived 4 hrs later. Since no pt was trapped in the room, this was more upsetting than crucial. Reps pried the door back into position and then made 4 welds which they claimed would prevent this from ever happening again. It is not clear if the problem was a material failure, an installation error or a design error.